Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2014; 4968-35 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the atrial epicardial lead was fractured. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.